Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving prialt with concentration 25 mcg/ml at a dose rate of 1.2 mcg/day via an implantable pump for spinal pain and head/neck (non-malignant pain). It was reported that the patient was having symptoms of psychosis and so they were filling up the pump with saline to see if that would resolve the symptoms. The event occurred ¿several days ago¿ in 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). The hcp was requesting assistance with programming and they were walked through programming saline anda bridge bolus. The hcp indicated that the bridge bolus (258 hours) was going to be too long. Doing a full system content removal was being considered. No further patient complications have been reported as a result of this event.